Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarmed. The customer¿s blood glucose was unknown. Customer was able to successfully clear the alarm. But, not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected hardware low level failures, interprocessor communication error, the hardware rtc date and time disagrees, or the motor processor did not report the pumps stroke alarms during testing however, hardware low level failures alarm (variable 9), the hardware rtc date and time disagrees, alarm, and the motor processor did not report the pumps stroke alarm are found in the formatted history file due to a software error. No unexpected failed battery test/battery failed alarms noted during testing.